Event description:
An allergy kit was shipped to the center to conduct allergy testing. The results of the allergy testing have not been reported to the company at this time. The company was notified that the patient's device was explanted.